Event description:
It was reported the pt experienced a fall and since then his scs system has not worked. The pt stated he fell on ice, felt a shock and his scs system stopped working. A sjm representative met with the pt and was unable to communicate with the pt's scs ipg using external devices. Surgical intervention is planned for a later date.

Manufacturer narrative:
(B)(4). This ipg serial number was included in field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.